Event description:
The customer reported that his insulin pump was stuck on the prime loop. Troubleshooting was performed. Advised the customer to hold the activate button down during the manual prime process and the device alarmed and beeps, but no numbers appeared on the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.